Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the mating implants including bone cement used are unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. Pt factors that may affect the performance of the components such as bone quality, height, type of activity (low impact vs. High impact) are unknown. Therefore, a definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-rays and/or product or further info. The tibial plate was returned for evaluation. Two of the four plugs were missing from the device. There was some evidence that pmma had worn off of the inferior surface. The superior surface also had minor markings. The device met specifications where measured. The device history records were reviewed for the tibial plate, indicating the device was manufactured, inspected, and packaged to specifications.

Event description:
It is reported that the pt was revised due to loosening of the tibial component.